Event description:
Locking device and biopsy cap was placed on the biopsy channel of the ercp scope, per manufacturer guidelines, after the port of biopsy channel was dilated. The provider proceeded to feed the dreamtome through the port of the biopsy cap and met resistance. Upon removal of the scope, it was discovered the foam disc from the biopsy cap had dislodged and was pushed into the biopsy channel. No patient harm occurred. Per report from staff familiar with this device, this is not the first time this has happened. Device was retrieved but packaging was not. Similar in stock were lot#22804700. Manufacturer response for rx locking device and biopsy cap, olympus (per site reporter): unknown at this time.